Event description:
It was reported that the right ventricular (rv) lead was fractured. The superior vena cava (svc) coil impedance abruptly increased and was high, which triggered an alert, and one instance of high rv coil impedance was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high impedance. The maximum superior vena cava (svc) defibrillation impedance rose from 62 ohms on (B)(4) 2014 to greater than 100 ohms on (B)(4) 2014 ¿ which triggered an alert - and then recovered to baseline the next day.